Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (intraperitoneally initially then via hemodialysis, doses and frequencies were not reported). Two or three days after the peritonitis onset, the patient¿s pd catheter was removed. On unreported date(s), the patient was switched to hemodialysis (hd therapy and the patient was recovered from the peritonitis event. At the time of this report, both the unknown antibiotic treatment and hd therapy was ongoing. No additional information is available.